Manufacturer narrative:
The report states: legal claim alleges the patient was revised to address failure of the implant. Doi: unk - dor: (B)(6) 2010 . Update (B)(4) 2011 - litigation papers received. They allege that the doi was on (B)(6) 2008 and the dor was (B)(6) 2010, although original report states that dor was (B)(6) 2010. At the time of patients revision surgery, doctor reported some thick purulent material around the hip capsule. There was no bony ingrowth. It was also noted that the implant had become loose. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Legal claim alleges the patient was revised to address failure of the implant. Update: (B)(6) 2011 - litigation papers received. They allege that the doi was on (B)(6) 2008 and the dor was (B)(6) 2010, although original report states that dor was (B)(6) 2010. At the time of patient's revision surgery, doctor reported some thick purulent material around the hip capsule. There was no bony ingrowth. It was also noted that the implant had become loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.